Event description:
Caller allegedly received the following results for a patient, with two different roche meters, within 10 minutes: 432 mg/dl, 259 mg/dl (inform (B)(4)) and 156 mg/dl, 480 mg/dl (inform (B)(4)) caller reportedly received the following results for a patient on an inform meter, compared to lab results, within 10 minutes: 259 mg/dl (meter); 96 mg/dl (lab). Inform readings of 432 mg/dl, 259 mg/dl, 156 mg/dl, 480 mg/dl, and lab result of 96 mg/dl were all taken within 11 minutes on (B)(6) 2010. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(6).